Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was not returned for analysis therefore the catheter batch/serial number cannot be identified. The stent was returned on the stent of a synergy 3.50x28 mm however post decontamination the stent came off the device. A visual examination of the crimped stent found that the stent was severely damaged and stretched with some struts bunched. The sds was not returned for analysis therefore reviews for individual assessment of the catheter could not be performed. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11957. It was reported that stent explantation and stent damage occurred. The target lesions were located in the left main trunk (lmt) to proximal left circumflex (lcx) artery and left anterior descending (lad) artery. After a 3.50 x 24 synergy drug-eluting stent was deployed and was sufficiently expanded in the lmt to proximal lcx, dilatation of the lad side was performed using a balloon catheter. Then a 3.50 x 28 synergy drug-eluting stent was advanced through the previously implanted stent to treat the lad lesion, but was unable to cross. The 3.50 x 28 synergy stent was pulled out; however, it got caught with the implanted 3.50 x 24 synergy stent and both stents were removed from the body together. It was then noted that the stents were severely deformed and the 3.50 x 28 synergy stent was elongated on the balloon. The procedure was completed using a different device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11957. It was reported that stent explantation and stent damage occurred. The target lesions were located in the left main trunk (lmt) to proximal left circumflex (lcx) artery and left anterior descending (lad) artery. After a 3.50 x 24 synergy¿ drug-eluting stent was deployed and was sufficiently expanded in the lmt to proximal lcx, dilatation of the lad side was performed using a balloon catheter. Then a 3.50 x 28 synergy¿ drug-eluting stent was advanced through the previously implanted stent to treat the lad lesion, but was unable to cross. The 3.50 x 28 synergy¿ stent was pulled out; however, it got caught with the implanted 3.50 x 24 synergy¿ stent and both stents were removed from the body together. It was then noted that the stents were severely deformed and the 3.50 x 28 synergy¿ stent was elongated on the balloon. The procedure was completed using a different device. No further patient complications were reported and the patient's status was stable.